Event description:
The customer reported that after the second seal cycle, the surgeon noticed that the blue jaw insulation was damaged. Small portion of the material fell into the pt cavity and were retrieved. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.